Manufacturer narrative:
Device received with unresponsive buttons due to unlocked connector at lcd board. Unable to perform displacement test or self test due to keypad anomaly. Device received with corroded battery tube. Device received with minor scratched display window and case. Device received with missing end cap sticker. Device received with broken battery cap. No damage to battery tube threads noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump¿s none of the button were worked. The customer reported that the piece missing to the battery compartment entrance and this was occurred about 4 months ago. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.